Event description:
As reported: "variax screws locked into the plate and would not come out" and "needed to completely remove our product and put a different product in".

Manufacturer narrative:
Investigation of the returned device revealed the subject product to be a concomitant item. The device did not contribute to the reported event. If any additional information is provided indicating otherwise the record will be reopened and the investigation will be reworked.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
As reported: "variax screws locked into the plate and would not come out" and "needed to completely remove our product and put a different product in".